Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of erratic results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 114-177mg/dl fasting. Verified test strips expire 11/14/2017. Confirmed test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 172mg/dl and 174mg/dl. Reviewed meter memory: 1:156mg/dl (B)(6) 2015 10:02:00 pm fasting:no. 2:192mg/dl (B)(6) 2015 09:49:00 pm fasting:no. 3:82mg/dl (B)(6) 2015 10:40:00 pm fasting:no. 4:137mg/dl (B)(6) 2015 10:37:00 pm fasting:no. 5:177mg/dl (B)(6) 2015 10:30:00 pm fasting:no. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of erratic results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 114-177mg/dl fasting. Verified test strips expire 11/14/2017. Confirmed test strips are being stored properly and opened vial date is 07/28/2015. Customer performed a back to back blood test 172mg/dl and 174mg/dl. Reviewed meter memory: (B)(6). No adverse event reported.